Event description:
It was reported that the pt could not adjust their stimulation and saw a display showing "call your doctor" icon on the pt programmer with a low battery icon. Additional info was requested. See also manufacturer's report# 3004209178-2011-02673.

Manufacturer narrative:
(B)(4).